Manufacturer narrative:
The investigation of the reported complaint has been finalized. The reported device was investigated at the hospital by our field service engineer, the error could not be reproduced during the on-site investigation. The device control pc (printed circuit) board was exchanged for precaution. The visual inspection of the control pc board did not reveal any errors. The reported technical alarms were not reproduced during test of the returned ventilator. However it was noticed that the factory installed control pc board was not mounted when the ventilator arrived. We can't confirm if the factory installed control pc board was mounted at the time of event. The review of the returned device logs could confirm the occurrence of the technical alarm. Our in-house investigations have shown that the error is a software flaw. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
The ventilator's logs that were received for an initially reported communication error complaint also contained 3 other technical alarms that indicate patient category mismatch, disabled valves and subsystem mismatch of patient category during ventilation. There was no patient harm. (B)(4)